Manufacturer narrative:
As reported, hydro-surg irrigator had fluid leak. Based on the information provided, no definitive conclusion can be made at this time. The subject product is not available for evaluation. There are multiple potential causes as to why a fluid leak may present in use. Without the subject product to evaluate, a root cause or probable root cause cannot be determined. A review of the manufacturing records confirms that the lot was manufactured to specification. This MDR is submitted to represent hydro-surg irrigator (device #1). Additional mdrs were submitted to represent hydro-surg irrigator (device #2), (device #3) and (device #4) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a robotic-assisted hysterectomy procedure hydro-surg irrigator device was leaking irrigation fluid at the base of the pump assembly in the beginning of a procedure and the same device was used to complete the procedure. There was no patient injury.